Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl, causing the customer to fall down. Emergency medical services were called and administered gel glucose to the customer. The customer stated that the low bg level was due to having bolused 3 units for a meal, which required much less insulin.